Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 301 mg/dl. The patient was nauseous and was vomiting. For treatment, juice was given, ketamine, pain medicine, fluids, and an antibiotic. The pod was worn longer than 48 hours on the arm. The patient was discharged within the day.